Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-01850.

Event description:
The customer reported conflicting results with the idnow covid-19 test performed on 24mar2022 on a direct tested nasal kitted swab which produced a positive result. Repeat testing on the same date with a new sample was performed with a negative result. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. This MFR. Report addresses test one (1) of two (2) tests.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1061124 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1061124 and test base part number 190-430 / lot 1061124. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1061124 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however a possible assignable root cause is that substances in the sample itself may have interfered with the reaction. Reference MFR. Reports: 1221359-2022-01850.

Event description:
Test was performed on 19mar2022 instead of 24mar2022.